Event description:
The radiologist advanced the biopsy needle into the patient's breast to take a sample of breast tissue. We heard a crunching sound, then there was an error code on the biopsy unit that the the probe was damaged. It had fallen apart.